Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer and a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient (pt) had experienced uncomfortable stimulation; all of a sudden their stimulation would start vibrating uncontrollably (the pt confirmed by vibrating they were describing the stimulation sensation). The pt reported that sometimes it would last 45 seconds to a minute and sometimes 15 seconds and then it would go back to normal. The pt also stated they just tried increasing the amplitude all the way up to five, because they weren¿t feeling anything, and still they weren¿t feeling any stim sensation. This had occurred in a variety of settings and positions and was not reported to be related to positional movements. The pt noted this had happened at home in bed, at yoga classes while laying and also while walking at a store. The pt stated they would follow up with their healthcare provider (hcp). The rep later reported the pt would like to have a rep meet with them. Additional information has been requested regarding interventions and pt outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.